Event description:
Varying pacing impedances of the device caused necessity of re-opening and analysis. Variance ranged from <100->2000 jl @ 2v. Old device was removed during surgery and a new device was implanted.